Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when they connect the tubing to the peripheral catheter and there is any fluid or blood in the hub of the peripheral catheter, the tubing has been known to come loose from the peripheral catheter. There was no report of patient harm.